Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states that they are unable to maintain ordered dialysis blood flow rate from the mahurkar elite acute triple lumen catheter. The blood flow rate ordered is 250 ml/min but the catheter obtained blood flow rates of 150 ml/min.